Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt stated that since the implant was placed they knew it was not in the right spot. After some attempts to adjust the stimulation, the pt stated nothing resolved the issue. Pt stated the stimulator would just buzz but not provide any relief. Pt had that implant replaced and now the replacement is providing relief.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep clarified one lead and one ins were explanted & replaced. Patient's other lead remains active/in use.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient started to get pain between their shoulder blades that the leads were not reaching, so a lead revision was planned. During the procedure the rep connected to the ins and suddenly disconnected. The hcp reported they may have touched one of the leads with their cautery. Rep was eventually able to reconnect and tablet displayed a red banner that stated they could not connect to the battery because its energy had been depleted and had no charge left and could not perform interrogation. The hcp opted to implant a new battery, and when the leads were connected they showed high impedances at 40,000 out of range and the rest substantially elevated. The decision was made to replace the ins and one lead, although the device disposition was not reported. The cause is believed to be that the cautery came into contact with the electrodes at the tip of the leads which may have shot down to the battery and damaged it. The issue was resolved with replacement. The rep will report any additional information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2022, explanted: product type lead product ID 977a260 lot# serial#(B)(6) , implanted: (B)(6) 2022, explanted: (B)(6) 2024,product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 03-feb-2026, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 28-jun-2026, UDI#: (B)(4) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.